Event description:
Rectal prolapse of ileal pouch. The pt underwent a restorative protocolectomy on 11/30/1998 at which time five (5) sheets of seprafilm were placed. Seprafilm was placed over the constructed ileal pouch, between the pouch and the uterus. No seprafilm was placed behind the pouch, between the pouch and the presacral tissue. Subsequently in 1999, the pt's temporary diverting ileostomy was closed. One sheet of seprafilm was placed at the ileostomy site at this time. The pt did well with excellent pouch function, including two bowel movements a day, which is somewhat unusual for this pt population. However, on recent exam after pt complaints, severe rectal prolapse of the pouch (4 inches of pouch) was detected. The pt was taken to the operating room for repair of the prolapse. Intra-abdominal exploration demonstrated that the pouch had not scarred down to the presacral tissue, as is typical with this procedure. In addition, the abdomen was remarkably free from any adhesions. Finally, the presacral region had become completely re-peritonealized with no signs of any adhesions or scarring, another finding highly unusual for this procedure. The physician repaired the prolapse by abrading the presacral region and fixing the pouch to that region with eight sutures. The pt reportedly did well post-operatively and was discharged to home. Pt has recovered without sequelae. The physician has stated the event as probably related to seprafilm.